Event description:
Patient fell out of shower chair while hospice aide had her back turned. Patient sustained a left hip fracture that required surgical repair. Privately owned shower chair that once belonged to patient's husband and was reused by the wife/patient. We do not have the equipment. We do not know the manufacturer of the equipment. We do not know the model. No serial number on these items.